Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a back surgery at the end of (B)(6), and they turned the therapy off for that, and now everything was a mess. Patient had made a therapy adjustment 2 weeks ago, but their symptoms were still the same. The patient mentioned that the ins had been working well prior to them turning it off, and added that they might be having 95% of symptom relief. The agent walked them through changing programs. The patient was able to change programs, and increased the stimulation to a comfortable level. The agent told the patient to monitor their symptoms and redirected to the healthcare provider (hcp) if it persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.